Event description:
Medtronic representative reported that during an ent surgery, the surgeon felt inaccurate. The specific amount of inaccuracy was unk. The surgeon re-registered, felt accurate, and continued with the surgery using the system. There was no impact on pt outcome.

Manufacturer narrative:
Pt demographic info not available at time of this report. The device has not been returned to the manufacturer.